Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1616c93ee, serial/lot #: (B)(4), ubd: 28-sep-2023, UDI#: (B)(4); product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 02-jul-2023, UDI#: (B)(4); product ID: etlw1616c93ee, serial/lot #: (B)(4), ubd: 11-may-2023, UDI#: (B)(4); product ID: etlw1620c82ee, serial/lot #: (B)(4), ubd: 04-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of a >50mm ruptured abdominal aortic aneurysm.  It was reported during the index procedure the final angio demonstrated that there was brisk blushing observed after balloon moulding and a type iiib endoleak was suspected. Contrast ultrasound was performed which confirmed the type iii endoleak at the junction between the aortic stent and its left iliac limb. As per the physician the cause of the type iii endoleak is undetermined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that the ceus study was performed on 21-mar-2022. Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the subtype and source of the endoleak could not be fully determined. Lack of pre- implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Angiograms including endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources were not provided. While a type iiib endoleak cannot be ruled out, analysis of the returned films did not review any obvious anatomical factors that may have led to the reported type iii endoleak (e.g. Calcification) and did not reveal any obvious out of specification stent graft integrity issue. The contrast leakage appears most possibly to have been a type ii endoleak from a collateral vessel feeding into the aneurysm sac. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the film provided; however the exact type and cause of the endoleak could not be determined . Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) could allow for a more comprehensive determinations of the endoleak source/cause. While a type iiib fabric cannot be ruled out, this is unlikely to have occurred at index. Lack of pre-implant CT¿s did not allow for a thorough assessment of pre-implant anatomical features that may have contributed to an acute type iiib tear endoleak (e.g. Calcification). Procedural or post procedural CT¿s allowing assessment of the stent graft in-vivo configuration from additional views were also not available. There appeared to be adequate component overlap between the contralateral limb extension and the main body stent graft. The observed endoleak could have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac can also contribute to type IV endoleaks. No obvious stent graft issues were observed on the limited image provided. B5; additional information received ; it was reported that the suspected endoleak is on the main body bifurcate stent graft. It was said based on the ceus report, a pulsating anechoic focus is noted just anterior of the aortic stent and its left iliac limb. A contrast enhanced ultrasound was performed which confirmed the site of the endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.